Event description:
Per customer: we had a serious incident on (B)(6) 2024 in the neonatal unit, following an excessive infusion in a premature baby. It would appear that his entire bag of numetah g13 had been administered (406 ml from 2pm to 8am) as it was found empty at 8am. He was supposed to receive 79 ml instead of the 406 ml, as the desired hourly flow rate was 4.4 ml/hour. This child was in neonatal intensive care in a serious condition. He presented with major hyperglycaemia and severe ionic disorders, convulsions for several days and a major cerebral haemorrhage due to hypervolaemia. In practice, he is at risk of death and will probably have serious neurological sequelae if he survives. Pump: volumat agilia z019010/21960857 - (B)(6) 2024. Volume to be infused: 106ml over 24h00 hours, 406ml bag (confirmed). Flow rate: 4.4ml/h. Empty bag after 18h14 of infusion, i.e. 4.65 times the set flow rate. Commissioning: (B)(6) 2013. Last preventive maintenance: (B)(6) 2015. Observation: operation despite maintenance pop-up, torn membrane. Consumable: volumat line vl-on90 - m46444900s - batch 32284613 not confirmed but only batch present in the department. Product injected: numetha g13%. Height of bag from pump: 60 cm. 07 february 2024: analysis of log files: no anomalies or programming errors over the period from 25 january at 13:38 to 26 january at 07:52. Clock offset of 25 minutes. From (B)(6) 2024: first identical test, without any maintenance operations. Passage of 92ml in 21h00 for a 100ml bag. The residual volume is 8ml in the tubing. As a reminder, the blister pack states: 250cm tubing, volume 6.6ml/m (40°c) and 7.4ml/m (40°c/1.5bar), i.e. A volume of 18.5ml. The flow rate measured was 4.38ml/h (5% manufacturer). From (B)(6) 2024: second identical test. Passage of 95.4ml in 21h37 for a 100ml bag. The residual volume was 8ml in the tubing. As a reminder, it is indicated on the blister pack: 250cm tubing, volume 6.6ml/m (40°c) and 7.4ml/m (40°c/1.5bar) i.e. A volume of 18.5ml. The flow rate measured was 4.40ml/h (5% manufacturer). Despite the fact that maintenance was not carried out and the membrane was torn, the pump appears to be operating correctly. As the pump seemed to be operating correctly, fresenius kabi is reporting this incident with the infusion set, however more information is needed to complete the investigation.